Event description:
Boston scientific received information that this patient implantable cardioverter defibrillator (ICD) system was explanted due to noise and oversensing being observed on a competitor's right atrial (ra) lead and this right ventricular (rv) lead. The device had been programmed to vvi, due to the noise and oversensing on the competitor's ra lead. Then noise and oversensing were noted on this rv lead and causing false nonsustained ventricular tachycardia detections, as well as, episodes where therapy was diverted. There was no inappropriate therapy delivery due to the noise. The patient's underlying rhythm was sinus in the 70s so there were no pauses due to the noise. Defibrillation threshold (dft) testing was done in the past and the sensitivity was decreased to the least sensitive setting. However the noise and oversensing persisted so the physician elected to remove the system. Reportedly this was a cephalic implant, and leads were implanted fairly superficially. The patient does strenuous work so the physician thought this may have factored into the noise. On explant, there were no obvious impairments of the leads when the pocket was opened. The system was explanted and a new system was implanted subpectorally. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection revealed the trilumen insulation was abraded through to the rs- coil lumen at approximately 22.5 to 23.5 cm form the terminal pin. The abrasion was long and smooth; it was possibly related to lead-on-lead contact. The analysis results confirm the observations from the field; the abrasion could cause noise and oversensing.